Event description:
Plaintiff alleges the development of an allergy to latex as a result of exposure to latex products, including gloves. As a result thereof, plaintiff sustained general and special damages.